Event description:
Info rec'd that the head will not raise up. No injury reported.

Manufacturer narrative:
Technician found that the head will not raise up, due to bad valve. Replaced the valve to resolve this issue.